Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, embedment of the ivc filter. As a direct and proximate result of these malfunction(s), the patient suffered life-threatening injuries and damages, and required or will require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, embedment of the ivc filter. As a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages, and required or will require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The brief noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, embedment of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required or will require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of extensive deep vein thrombosis and pulmonary embolism that required emergent thrombectomy and prolonged surgery. The filter was implanted because of the patient's inability to anticoagulate. Seven weeks after the index procedure there was an unsuccessful attempt to remove the filter. According to the patient profile form (ppf) the patient experienced fear. Additionally, the form states that the filter has been in place more than 90 days and it is too risky to attempt retrieval. It also states that future perforation and fracture are likely. It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, embedment of the inferior vena cava (ivc) filter. The patient is also reported to have experienced fear of a possible future filter failure. The filter was placed due to an inability to anticoagulate. The patient also had a history of extensive deep vein thrombosis (dvt) and pulmonary embolism (pe) that required emergent thrombectomy and prolonged surgery. It was also noted that the patient had gone for an unknown surgery and was on bedrest. Approximately seven weeks post filter implant there was an unsuccessful percutaneous attempt to retrieve the filter. The patient¿s medical history and retrieval details have not been provided. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported embedded/retrieval difficulty could not be confirmed or further clarified. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information currently available for review it is not possible to determine what factors may have contributed to the reported events, there is also nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of extensive deep vein thrombosis and pulmonary embolism that required emergent thrombectomy and prolonged surgery. The filter was implanted because of the patient's inability to anticoagulate. Seven weeks after the index procedure there was an unsuccessful attempt to remove the filter. According to the patient profile form (ppf) the patient experienced fear. Additionally, the form states that the filter has been in place more than 90 days and it is too risky to attempt retrieval. It also states that future perforation and fracture are likely. Additional information is pending and will be submitted within 30 days of receipt.